Event description:
It was reported that the patient passed away. The cause of death is unknown. It was reported the patient¿s outcome was not device or therapy related. The pump was not explanted, and an autopsy will not be performed.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that no autopsy was performed, and heartmate 3 lvas serial number (B)(6) was not explanted for evaluation. The heartmate 3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), revision d is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no device issues at the time of the outcome. The device operated as expected.